Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery in 2009. Patient had an enhancement surgery on (B)(6) 2016 and presented on (B)(6) 2016 with epithelial ingrowth in left eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and halos/glare/shadows. Patient reported symptoms are not interfering with daily activities. A secondary surgical intervention was scheduled for (B)(6) 2016. Bcva from (B)(6) 2016: right eye post-op 20/20 .50 x -.50 x 66; left eye post-op 20/30 -1.25 x -.50 x 30.